Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed an intermittent issue with programmer recognizing and interrogating devices; loose rf (radio frequency) head connection found on the lem (link electronic module) printed circuit board assembly. Analysis also found the programmer was out of specification on antenna connected functional tests; antenna found out of electrical specification. It was noted the handle cover was cracked. (B)(4).

Event description:
It was reported new evera software was loaded on the programmer. After installation there was an issue with the rf (radio frequency) head recognizing a pacer. The programmer was turned off and on and then worked ok. It was also reported this happened again. The programmer and rf head were returned for repair and calibration. No patient complications have been reported as a result of this event.